Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the numbers on the screen started scrolling when trying to deliver a bolus and the insulin pump alarmed button error. Customer removed the battery overnight and when reinserting it, it alarmed battery out limit and it could not be cleared. Blood glucose value was 108 mg/dl. Customer had already reverted to manual injections.